Manufacturer narrative:
Retainer ring = black. On 10/27/2021 the customer alleged no delivery/occlusion alarms, alleged stuck button alarm, and cosmetic damage(damaged keypad overlay). Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test, however failed the self-test due to pump error 63 alarm. No unexpected insulin flow blocked nor stuck key alarms noted during testing. Pump successfully downloaded to thus. Confirmed no delivery alarm on oct 27, 2021 at 07:02 and oct 26, 2021 at 23:48, 23:50, 23:54 during basal and oct 21, 2021 at 17:44, 18:21, 18:28, 18:31, 22:38 during bolus in the pump downloaded history. Pump error 63 was found in the history file on 04/04/2022 at 08:48:02, ambient light failure (variable 3). Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found broken trace at pin 6. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. No stuck key alarm found in the history files or traces. Pump passed the keypad voltage test. The following were noted during visual inspection: cracked case above arrow and battery icon, pillowing keypad overlay, cracked keypad overlay, and minorly scratched lcd window. In summary, customer allegation for cosmetic damage (damaged keypad overlay) was confirmed during visual inspection where pillowing keypad overlay and cracked keypad overlay was noted. Customer alleged for no delivery/occlusion during bolus and basal was found in the pump history, however was not confirmed during testing. Stuck button alarm not confirmed. Pump error 63 confirmed with ambient light failure (variable 3) where traces of u1 on the keypad assembly were examined and found broken trace at pin 6. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive button. Customer stated that the insulin pump had insulin flow blocked alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.